Event description:
It was reported that after use of the bd recykleen¿ sharps container when disposing of sharps in the collector, the lid didn't close and it opens without touching. There were 3 occurrences.

Manufacturer narrative:
Investigation: according to the DHR review process; the result showed there were no issues reported like lid didn¿t close during the manufacturing process of the lot number reported under this customer complaint. According with pictures provided from customer it can be seen the following: 1. The product was overfilled (above the limit indicated in the product) 2. There were not observed warps on the lock tab and lock slot. 3. The product reported belong to lot number 8246901 and part number 305487 as part of this investigation it was concluded that the sample reported with this issue is needed in order to rule out that this issue is being caused by an incorrect use. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process, the evaluation performed over the picture provided from customer it can¿t be seen molding issues that could cause this kind of failures.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after use of the bd recykleen¿ sharps container when disposing of sharps in the collector, the lid didn't close and it opens without touching. There were 3 occurrences.